Manufacturer narrative:
Based on laboratory analysis, the clinical allegation of no telemetry was confirmed. Device history confirmed the device was implanted subcutaneously. The device was returned with a loaded battery voltage of 0.021v and was observed to be swollen which is normal upon severe battery depletion. Also, telemetry still could not be established even when the battery was replaced during testing with a 3.25v cell. The low-voltage supply capacitors were tested for leakage and no high current leakage was noted. An internal short circuit also was ruled out because the cell voltage was rechecked three months post-explant. The cause of the no-telemetry issue was the severely depleted battery which swelled up and caused extensive physical damage to the application specific integrated circuit (asic). However, the root cause of the high current drain that led to the premature battery depletion was inconclusive. The availability of therapy could not be confirmed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated despite multiple attempts using different programmers and different environments (rooms) to rule out interference. Therefore, the device was explanted and replaced. The device was interrogated successfully during the last three follow-up visits and no adverse patient effects were reported.